Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. There was a reported value within range, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.